Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a sudden loss of benefit from the device since (B)(6) 2020. Until then the user reportedly had good auditory benefit with the device. Currently he hears only a "squeak".

Event description:
The user experienced a sudden loss of benefit with the device since 07-may-2020 and has only been hearing a "squeak" since. Until then the user reportedly had good auditory benefit with the device. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user experienced a sudden loss of benefit from the device since (B)(6) 2020. Until then the user reportedly had good auditory benefit with the device. Currently he hears only a "squeak". Re-implantation has been suggested. However, due to covid-19 emergency, no further information could be retrieved.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user experienced a sudden loss of benefit with the device since (B)(6) 2020. Until then the user reportedly had good auditory benefit with the device. Currently he hears only a "squeak". The user was re-implanted on (B)(6) 2020. Despite requested, the explanted device could not yet be returned for investigation.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.